Manufacturer narrative:
The complaint was forwarded to the manufacturing facility for investigation. Once the investigation is completed a follow-up report will be filed.

Event description:
The customer claims that after priming the device for use, the suction button would not release resulting in continued suction requiring them to replace the system with a new one. It was reported that the patient was not at risk. The complaint device was discarded after the procedure.

Manufacturer narrative:
No sample was received for evaluation therefore we are unable to confirm the issue reported. However, cardinal health has become aware of an issue in which the hydroline and pulse wave trumpet valves may not close properly, which could cause continuous suction. There is a remote possibility that inability to control suction during a procedure may result in loss of carbon dioxide in the abdomen, reduced visibility of the surgical site and potential injury to organs and body tissue. Cardinal health has issued a voluntary recall that was initiated on (B)(6) 2018.